Event description:
Caller reported a pump malfunction with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.